Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary medication set leaked. This occurred during a patient infusion of non-baxter drug using an unknown infusion pump. The reporter stated that leak appears to have originated from an unknown location on the tubing and ran down through the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.